Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customers blood glucose level was 25 mmol/l which was treated with insulin pump and bolus. Customer also reported that they had insulin leak at o-ring of reservoir compartment. Troubleshooting was performed. The customer will continue the use of device.